Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reports the hub of the drainage catheter cracked when they were connecting the end to a drainage bag. The catheter was replaced, and the patient's abdominal fluid was aspirated with a wall suction unit in the procedure room. No patient injury to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.